Manufacturer narrative:
Per the instructions for use (IFU), non-emergent reoperation, emergency cardiac surgery, reoperation, device migration or malposition requiring intervention and device explant are listed as potential risks associated with the device and transcatheter valve replacement procedure. The IFU cautions that long-term durability has not been established for the valve. Regular medical follow-up is advised to evaluate valve performance. Accelerated deterioration of the valve due to calcific degeneration may occur in children, adolescents, or young adults and in patients with an altered calcium metabolism. Valve recipients should be maintained on anticoagulant/antiplatelet therapy, except when contraindicated, as determined by their physician. This device has not been tested for use without anticoagulation. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. Valve reintervention may be due to valve dysfunction (e.g., severe or clinically significant paravalvular leak, central leak, significant malposition, early/late endocarditis, thrombosis, structural valve deterioration or degeneration) and/or other reasons unrelated to the edwards devices (e.g., treatment of other patient comorbidities). During the manufacturing process, all sapien valves (all models) are 100% visually inspected for defects and 100% tested under physiological backpressure conditions prior to release for distribution. Therefore, it is highly unlikely that a manufacturing defect or device malfunction contributed to the event. In this case, despite multiple investigational attempts, it was not possible to obtain additional details regarding this event. Due to limited information, a definitive root cause was unable to be determined at this time. At the time of this report, the information available does not reasonably suggest there was a malfunction of the edwards device or that the use or miss-use of the device caused or contributed to the event. There is no allegation of deficiencies related to the identity, quality, durability, reliability, safety, labeling effectiveness, or performance of this edward device. Should additional information become available, the information will be reviewed, and the file updated accordingly. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, neither a product risk assessment, nor corrective or preventative actions.

Event description:
As reported by patient registry, approximately 1 year and 8 months post transfemoral tavr procedure with a 20mm sapien 3 ultra valve in the aortic position, the patient underwent a valve explantation due to unknown reasons.

Manufacturer narrative:
A supplemental MDR is being submitted for review of medical records. Section b5, h6: device code and clinical code has been corrected. The investigation is in progress. A supplemental report will be submitted when additional information is provided.

Event description:
Per clinical review of medical records, operative note approximately 1 year and 9 months post tavr procedure, the patient presented with severe stenosis with hemolytic anemia related to the tavr valve. Patient underwent explant of the tavr valve and implant of a 21mm edwards inspiris resilia, mvr with st jude valve, tv repair with ew annuloplasty ring. Findings: tavr valve with some thickening of the leaflets and tissue ingrowth with pannus at the commissure of the valve.

Manufacturer narrative:
A supplemental MDR is being submitted due to engineering evaluation findings. Added codes to h6: component code, type of investigation, investigation findings, and investigation conclusions. The device was not returned, and no image evaluation was performed as no imagery was provided. As no device was returned, engineering was unable to perform visual inspection, functional testing, or dimensional testing. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. The complaints were confirmed based on the medical report. A review of the device history record, lot history, and complaint history did not provide any indication that a manufacturing non-conformance contributed to the complaint event. As reported, "1 year and 9 months post transcatheter aortic valve replacement (tavr) procedure, the patient presented with severe stenosis with hemolytic anemia related to the tavr valve. Patient underwent explant of the tavr valve and implant of a 21mm edwards inspiris resilia, mitral valve replacement (mvr) with st jude valve, tricuspid valve (tv) repair with edwards lifesciences annuloplasty ring. Findings: tavr valve with some thickening of the leaflets and tissue ingrowth with pannus at the commissure of the valve." Thickened leaflets may be caused by several patient-related factors including early valve deterioration (svd) (e.g., stenosis), non-structural dysfunction (e.g., pannus growth), or thrombosis (formation of blood clots on the valve). Due to limited information, the reason behind of leaflet thickened was unable to be determined at this time. Per the instruction for use (IFU), valve stenosis is a potential risk associated with bioprosthetic heart valves. Per the valve academic research consortium (varc), valve stenosis can result from several factors, including calcification, support structure deformation (out-of-round configuration), trauma (cardio-pulmonary resuscitation, blunt chest trauma), and native leaflet prolapse impeding prosthetic leaflet motion. Stenosis of an implanted valve may be a manifestation of structural valve deterioration (svd). This term refers to changes intrinsic to the valve, and can include failure modes such as wear, calcification, leaflet tear, stent creep, leaflet disruption, or leaflet retraction. There are cases of svd that result in a combination of regurgitation and stenosis. It may be mild and not require any intervention or it may be moderate to severe. In these cases, it causes the heart to work harder to eject blood from the ventricle. Depending on severity it could be an indication for valve replacement or medical intervention. Per review of medical records revealed that pannus was noted on a commissure of the valve, which could impact functional of leaflets, resulting in stenosis. Likewise, thickened leaflets were also reported, which can also restrict the leaflet motion, and contribute to suboptimal leaflets coaptation, resulting in stenosis. As such, available information suggests that patient factors (pannus, thickened leaflets) may have contributed to the reported event. The exact etiology of pannus formation is not known, and multiple factors are involved in its formation. Pannus represent a bioreaction to prosthetic valves associated with coexisting factors such as surgical technique, thrombus organization from inadequate anticoagulation, infection, and wall shear stress. The effect of pannus formation on hemodynamics depends on the extent and site of fibrous tissue. Pannus that extends to the orifice and commissures of the s3u valve may interfere with the device functionality by restricting the leaflet motion or narrowing the orifice of the valve, thereby leading to stenosis. Due to limited information, the exact cause of the pannus formation was unknown, so a definitive root cause was unable to be determined at this time; however, it was likely due to patient condition. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. No device or labeling problem was identified during the evaluation. As such, neither a product risk assessment escalation, nor corrective or preventative actions are required at this time.